Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with the atrial lead exhibiting noise. The noise was producible when the patient moved. On (B)(6) 2018, the lead was capped and replaced. There were no reported adverse consequence to the patient during or post procedure.